Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a sudden return of symptoms and was having to go to the bathroom constantly. When the patient tried to use the patient programmer (pp) to check the device, the screen was flickering so settings could not be checked. Additionally, it was indicated that the patient was encountering intermittent communication and "getting the question mark." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that they got a new programmer in the mail and patient services inquired for an explanation as to why the patient got a new programmer and the patient answered because their bladder problems started up again because they quit using it for awhile and it just wasn¿t working anymore. The patient continued and ¿now¿ their bladder problem issue was starting back up again. Patient services asked who the patient got the programmer from and the patient stated they didn¿t know. The patient confirmed the bladder problems started about a month ago. The patient reported the programmer was not working because the programmer was not connecting with the implant. The patient stated this issue was first noticed about a month ago. When the patient was asked what they were seeing on the screen, the patient had to get the programmer out to explain what the issue was. The patient then reported after trying to use the programmer that the programmer would not power on. The patient stated they were using aaa batteries but could not confirm the battery type. The proper type of batteries needed and the proper orientation of the batteries was reviewed with the patient and the patient stated they would go out and get the recommended batteries to use with the programmer. The patient mentioned they hadn¿t gotten a new antenna cord to go with their new programmer so the patient was sent a new antenna. The patient reported to repair that the antenna cord had been damaged. There were no further complications reported/anticipated.